Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported "floating freely", "capsulized", and "sagging". Healthcare professional later reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed delamination on the diaphragm valve assessed as adhesive failure and broken on the fill channel valve assessed as broken valve seat diaphragm valve. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device.

Event description:
Patient reported "floating freely", "capsulized", and "sagging". Healthcare professional later reported "deflation". This record is for the left side. Device explanted.